Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency visit at hospital due to hyperglycemia on (B)(6) 2019 with blood glucose level 489 mg/dl at time of incident and treated with infusion of fluids gave them novalog at hospital. Customer was unable to complete carelink upload. Customer stated that they had an issue associated with infusion set insertion site, had itchy, rash and irritation. Customer stated that they did not receive medical treatment as a result of the site issue. The devices will not be returned for analysis.